Event description:
It was reported a pump module was programmed to infuse cyclophosphamide 200ml at a rate of 230ml/hr by secondary piggyback. Clinician went in the room to check on patient, approximately 20min into infusion when clinician noted cyclophosphamide bag to be nearly empty. At this time, line was clamped and infusion was paused, pump reported 130ml remaining of 200ml. Pump programming double checked by 2 clinicians. Remaining 60ml (30ml in bag and drip chamber + 30ml flush) was reprogrammed to infuse over the remainder of the hour, rate changed to 120ml/hr. At time of completion of medication, clinician noted that even though the pump had defaulted to to keep vein open (tkvo) rate of 5ml/hr, drips were still rapidly falling in the drip chamber. Pump and IV tubing changed at this time, no further issues. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit : (B)(6)- cap. Additional information : imdrf annex g code.

Manufacturer narrative:
Omit : b17 - device not returned. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported a pump module was programmed to infuse cyclophosphamide 200ml at a rate of 230ml/hr by secondary piggyback. Clinician went in the room to check on patient, approximately 20min into infusion when clinician noted cyclophosphamide bag to be nearly empty. At this time, line was clamped and infusion was paused, pump reported 130ml remaining of 200ml. Pump programming double checked by 2 clinicians. Remaining 60ml (30ml in bag and drip chamber + 30ml flush) was reprogrammed to infuse over the remainder of the hour, rate changed to 120ml/hr. At time of completion of medication, clinician noted that even though the pump had defaulted to keep vein open (tkvo) rate of 5ml/hr, drips were still rapidly falling in the drip chamber. Pump and IV tubing changed at this time, no further issues. There was patient involvement however no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported a pump module was programmed to infuse cyclophosphamide 200ml at a rate of 230ml/hr by secondary piggyback. Clinician went in the room to check on patient, approximately 20min into infusion when clinician noted cyclophosphamide bag to be nearly empty. At this time, line was clamped and infusion was paused, pump reported 130ml remaining of 200ml. Pump programming double checked by 2 clinicians. Remaining 60ml (30ml in bag and drip chamber + 30ml flush) was reprogrammed to infuse over the remainder of the hour, rate changed to 120ml/hr. At time of completion of medication, clinician noted that even though the pump had defaulted to to keep vein open (tkvo) rate of 5ml/hr, drips were still rapidly falling in the drip chamber. Pump and IV tubing changed at this time, no further issues. There was patient involvement however no patient harm.